Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that during the stimulation trial her spine was perforated. The patient lost hearing and was having headaches. The patient stated that there were air spaces on her CT scans and that she needed an MRI of the brain. The patient reported that the MRI was not related to the device or therapy and there was no suspected problem with the device or therapy. The indication for use was spinal pain. No device issues reported. If additional information is received a follow-up report will be sent.